Event description:
It was reported by service report that the footboard lid is broken leaving exposed sharp edges. Also, the power cord was missing the ground prong. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: footboard lid.